Manufacturer narrative:
Evaluation summary (B)(4): the radio frequency programmer head was returned and analysis confirmed the customer comment that the head was not functioning. Analysis also found that the head lens was cracked and that the rubber portion of the label was starting to peel away. (B)(4).

Event description:
It was reported the rf (radio frequency) head was not functioning. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported the rf (radio frequency) head was not functioning. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.